Event description:
I use the omnipod insulin pump. There seems to be a problem with quality control recently. I have had a number of recent pods that did not insert properly. The pods insert automatically with direction from the pdm. I have had a number of recent pods that either would not insert when they were supposed to be inserted or the pods inserted but the needle did not retract as it was supposed to. I did have some higher blood sugars as a result of some of these events, and the needles which did not retract also caused quite a large amount of pain.